Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump front panel was came off and make hard to read the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover and keypad overlay peeling. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. (B)(4).